Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to a faulty motherboard. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the button lights of the light source were flashing when the scope was plugged in, and the button functions could not be used. The issue occurred during preparation for use. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.